Event description:
It was reported that the patient developed a pocket infection. It was also noted that there was growth around the leads. The patient has been treated with several rounds of antibiotics. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.